Event description:
It was reported that the impedance on the right ventricular (rv) lead was high and the thresholds had increased. Upon explant and replacement of the rv lead, the left ventricular (lv) lead impedance was found to be high as well, and the lead no longer had capture. While explanting and replacing the lv lead, the atrial lead was destroyed and required replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary;(B)(4) the full lead was returned, analyzed, and it was observed that the distal conductor was melted. Additionally the distal conductor was stretched and had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking at various locations thoughout the lead, and a cosmetic depression near the connector. Additionally the lead was stretched and apparent explant damaged was noted. Analysis of the other device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was melted. The distal conductor was stretched and had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, and a cosmetic depression. The lead was stretched and apparent explant damaged was noted. (B)(4): the full lead was returned and no anomalies were found. The defib conductor was distorted. There was blood/body fluid in/in the distal conductor and outer tubing overlay. The outer tubing overlay was melted and had cosmetic environmental stress cracks. Apparent explant damage.

Event description:
It was reported that the impedance on the right ventricular lead was high and the thresholds had increased. Upon explant and replacment of the rv lead the left ventricular lead impedance was found to be high as well, and the lead no longer had capture. While explanting and replacing the lv lead, the atrial lead was destroyed and required replacement. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the impedance on the right ventricular lead was high and the thresholds had increased. Upon explant and replacment of the rv lead the left ventricular lead impedance was found to be high as well, and the lead no longer had capture. While explanting and replacing the lv lead, the atrial lead was destroyed and required replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was melted. The distal conductor was stretched and had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, and a cosmetic depression. The lead was stretched and apparent explant damaged was noted. (B)(4): the full lead was returned and no anomalies were found. The defib conductor was distorted. There was blood/body fluid in/in the distal conductor and outer tubing overlay. The outer tubing overlay was melted and had cosmetic environmental stress cracks. Apparent explant damage. Performance data collected from the device was analyzed, and revealed that between (B)(6) 2010 there were five patient alerts for out of tolerance subthreshold lead impedance. Between (B)(6) 2010 the weekly pace lead impedance trend data shows an increase for min and max rv pace= 832 to 5696 ohms peak.